Event description:
Paramedics connected the device to a person diagnosed in cardiac arrest using disposable defibrillation electrodes. After connecting the device to the patient, a constant "connect electrodes" alarm was displayed and use of the defibrillator was inhibited. Patient cable leads were subsequently used to monitor the patient's ECG with the device and the patient was diagnosed as asystolic. A backup device was made available and used for the remainder of the call. After administering drugs and oxygen, the patient went into ventricular tachycardia and defibrillator shocks were administered with the backup device. Then patient's outcome was not known.